Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 600-700 mg/dl. The customer was taken off 500 units and was treated with a syringe. The customer had symptoms such as dizziness, nausea and not being able to get blood pressure or pulse. The customer was released from the hospital with blood glucose reading of 404 mg/dl. The customer contacted her health care provider and adjusted her settings. The customer declined to troubleshoot for the pump as her settings were not entered accurately.